Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a new dexcom g6 sensor and transmitter with the ilet and concurrently reported low blood glucose, after which the user consumed oral carbohydrates and was guided through the in-app pairing workflow to enter the cgm pairing code and transmitter serial number with education on expected pairing and warm-up times. Symptoms included hypoglycemia with a reported blood glucose of 50 mg/dl. Outcomes included on-call troubleshooting, user education, and self-treatment of the low with oral glucose without need for escalation or hospitalization. Investigation included remote technical support to review device menus, confirm entry of pairing credentials, and instruct on the cgm warm-up process. Investigation of this case revealed no device malfunction was identified during support, and the event was consistent with hypoglycemia of unclear cause while re-establishing cgm connectivity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.